Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor cracked during normal impaction of cup. The procedure was completed with the device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: reported event was confirmed by visual inspection of the returned device. Visual inspection identified a crack running from the threaded hole at the center to the edge of the surface. Deformation damage was noted near the threaded hole. Wear and tear consistent with field age of approximately 3 years. Review of the device history records and receiving inspection report for reported component identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.